Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving prialt (concentration and dose unknown by reporter) via an implanted pump. The indication for pump use was non-malignant pain and peripheral neuropathy. On (B)(6) 2016 it was reported that the patient had been getting sick more frequently and had to be hospitalized 3 times within the last year. The patient didn't know if she had been getting sick because of her pump. The patient would be seeing her new physician on (B)(6) 2016 regarding her pump. The diagnostics performed, actions/interventions taken, the cause, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare professional on (B)(6)-2016 and it was reported that the diagnostics performed, the actions/interventions taken, cause for the patient getting sick, and resolution of the event were unknown and noted to be "possible ans dysfunction" see manufacturer's report # 3004209178-2016-01774).